Event description:
It was reported that the fiber broke during the lithotripsy procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that the fiber body was broken into three pieces. The reported allegation was confirmed. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The investigation conclusion indicates that this is an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the fiber broke during the lithotripsy procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Correction to field d4: unique identifier (UDI) #.

Event description:
It was reported that the fiber broke during the lithotripsy procedure. The procedure was completed with another device. There were no patient complications.